Event description:
It was reported that the patient was admitted to the emergency room because they were not feeling well with possible bradycardia related symptoms. It was also reported that the device "stopped working." Additionally, the device could not be interrogated and did not react to the magnet. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.